Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) / the 400 hotline. It was reported that the patient refused to provide their weight at the time of the event. It was also stated that the device could not be returned for analysis for unknown reasons. Furthermore, the resolution of the event was stated to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an implant site infection so the device was explanted. It was also noted that there was not a greater than 50% reduction of symptoms. It was then stated that the cause and what troubleshooting was performed related to the event were unknown. No further complications were reported/anticipated.